Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error. Customer's blood glucose was 199 mg/dl. Alarm occurred during basal delivery. Customer was unable to check for other alarms due to the device is stuck in the rewind loop and the same reoccurs. Customer stated the device was exposed to an MRI on (B)(6) 2015. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a missing end cap sticker and a missing back address and serial number label.